Event description:
Non- integration. I have a doctor who ran into an issue while placing one of our implants. As he was inserting the last implant, it felt tight, so he backed out and attempted to reinsert it. As he was torquing it down with his motorized handpiece, he realized it was no longer engaging with the carrier. He then tried torquing manually and with the driver, but the implant still wasn't engaging with the internal hex. The implant isn't fully seated at the crest, and he removed it.

Event description:
Non- integration. I have a doctor who ran into an issue while placing one of our implants. As he was inserting the last implant, it felt tight, so he backed out and attempted to reinsert it. As he was torquing it down with his motorized handpiece, he realized it was no longer engaging with the carrier. He then tried torquing manually and with the driver, but the implant still wasn't engaging with the internal hex. The implant isn't fully seated at the crest, and he removed it.